Event description:
The report received indicated that patient suffered a neurological and patient had expired. This patient was enrolled in the registry for carotid stenting. The patient had a medical history of contralateral laryngeal palsy with radiation treatment, hyperlipidemia, hypertension; history of smoking and prior left carotid endarterectomy. At baseline, the patient was evaluated with a nih (national institutes of health) stroke scale score of (2) and a rankin stroke scale score of (0). The patient was asymptomatic. The target lesion's location was the right carotid artery (specific location was not available). There was no occlusion in contralateral side. The target lesion diameter stenosis was 90% with lesion length 18.0mm and reference diameter 6.5mm. Total length of stented segment was 30.0mm. Qualitative lesion calcification was described as mild, concentric and vessel tortuosity by visual inspection was moderate. The geometry of the lesion was eccentric. An arch type-iii was present thrombus was not seen at the lesion site and pre-dilation was performed. An angioguard distal protection device was prepped and deployed successfully. One precise was deployed at its intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device, there was no debris found in the basket. The procedure was completed with a 0% final residual in lesion stenosis. One-day post precise stent implant, the patient suffered a neurological event described as behavioral change, dysarthria, left hemiparesis, left hemineglect and left hemiataxia. The onset was gradual and recovery was on going. The event was noted not related to the cordis products. During the investigation of the reported event (neurological behavioral change), contact was made with the clinical site where we learned that patient had expired in 2008. The cause of death provided was "aspiration pneumonia". Autopsy was not performed. No other information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot and no excursions. Stroke, tia and associated symptoms are known potential complications associated with implanting a stent in a carotid artery. Factors that may have influenced the event include patient's medical history, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. There is no medical indication that the patient's death is related to the product or the index procedure.